Manufacturer narrative:
(B)94). B5: describe event or problem - addition information d9: device availability - addition information g3 date received by mfg - addition information h2: additional information/ device evaluation - addition information h3: device evaluation by manufacturer - addition information h6: adverse event problem - addition information.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. The product was evaluated. An external visual inspection was performed and passed due to sensor wire is still attached to housing puck. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.